Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after an agile patency procedure, a patient had a retained capsule. An x-ray was performed and a capsule image was detected. A week later, the patient was displaying symptoms of nausea and vomiting. The next day, the patient was admitted to the hospital and underwent a surgical consult for possible bowel obstruction. The patient underwent the surgery a day after being admitted to the hospital. Medtronic medical affairs followed up with the account and received the information as follows. The patient has crohn's disease, gerd, post stroke, hyperlipidemia and hypothyroidism. The patient had a pillcam performed in 2011 and was "sluggish" in passing the capsule, which took 3 weeks to pass.. The patency capsule procedure was performed because the physician was concerned the patient would have issues with a repeat pillcam procedure. The pathology report describes a 1.5 cm x 1.5 cm black tube like body removed by enterotomy, referred to as being the ¿endoscopic camera¿, though the account said the patient ingested a patency capsule. The practice routine is to perform a kub at 29 ½ hours. The kub report stated the patency capsule was in the distal colon. The patient was discharged on (B)(6) 2017 and is in stable condition. Additional information provided by medtronic medical affair regarding patient history is as follows; customer reports that the patient ingested a pillcam in 2011 which passed after three weeks. The study at that time showed "benign stenosis with ulceration." Which is consistent with this patient's known diagnosis of crohn's disease. The patients current physician decided to repeat a pillcam exam given the patients history of crohns disease a patency capsule test was suggested.